Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's physician reported via phone call that she has the patient's insulin pump that is stuck at rewind mode. It was also stated that the customer is on diabetic ketoacidosis. Customer's blood glucose was unknown at the time of the incident. The physician was advised that if the customer has initialized or has started the rewind process then it needs to go through the entire rewind and tubing process to get the basal rate that she needs. Caller hang up since she does not have the reservoir to put the pump and will call back. The insulin pump was not returned for analysis.